Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the patient presented to clinic after an alert was delivered for extended charge time. The asymptomatic patient also reported feeling a pop from the device. Review of session records indicated the charge timeout occurred during hv charging during regular capacitor maintenance. Device was explanted and replaced. Patient condition was fine after the event.